Manufacturer narrative:
A product investigation is in progress.

Event description:
Painful: vagina [vulvovaginal pain]. Painful vagina: tampon [medical device site pain]. Tampon painful to remove [complication of device removal]. Tampon central stitching was perpendicular to the cylindrical shape of the cotton [device physical property issue]. Case description: consumer reported via e-mail that tampon was painful to remove and that the stitching was perpendicular to the base of the cotton. No serious injury reported.